Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan alleging that she was unable to test her blood glucose for about 2 days because of an "apply sample" issue with her one touch ultra 2 meter. The pt claimed that she was unable to test her blood glucose since two days earlier or the following day. During that time, the pt claimed she had symptoms of frequent urination. Although the pt was unable to test her blood glucose, she continued to take her usual dose of 500 mg metformin twice a day. She did not report receiving medical intervention because of the meter issue. Her blood glucose was not tested on another device. It would have been helpful to know when the symptoms actually developed and if the symptoms got worse during the time of concern. The pt was using a correct technique for testing with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed she was unable to test her blood glucose for about 2 days because of the alleged meter issue and during this time, she had symptoms suggestive of hyperglycemia.